Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient did not think their scs implant was working. Pt reported for the last month, the whole month, they had been suffering from pain. Their sciatica was off the wall. Pt went to their pain hcp and they gave them shots for pain and gave pill for 4 days. Pt said hcp said they tried calling manufacturer and pt thought someone was going to be there to check the device but nobody was there. Now pt did not have any more pills. Pt said they needed the implant to work to get rid of the pain. Pt said they could not stand this pain. Patient stated they could not take the pain anymore and they had it on both sides now. It used to be the pain on the left leg and now it was on both sides. Pt reported they lost their programmer and could not find it to check if the implant was still on. Discussed battery life depends on usage and settings. Redirected to hcp to contact the rep to check the device. Additional information was received from the patient (pt). There was a lot of background noise during the call and agent was having a hard time hearing the pt clearly at times. Pt called back stating that they didn't know if the implantable neurostimulator (ins) was working anymore or not as they were in a lot of pain with their sciatica. Pt said that they tried calling hcp and nurse as they wanted reps to check the device. Pt said that hcp told them to go to the ER if the pain was that bad. Pt said that they didn't want to waste their time going to the ER. Pt noted that hcp hadn't done anything with their spinal cord stimulator (scs) ins since it was put in by another doctor. Pt said that if they moved their foot then they felt the ins working, but now that didn't seem to be working now either or the stimulation was very low. Pt said that they had so many pain issues and this was the worst one right now. Pt will call hcp again. Additional information was received, it was reported patient stated they were having their device removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the manufacturing representative. Rep stated there was no explant. Rep stated the patient has a prime battery currently which has been depleted naturally and needs replacing. Pain is multifaceted she has pain from many factors one of which is her depleted scs battery. Patient was referred to pain specialist to replace battery on (B)(6) 2025. Patient will have battery replaced on (B)(6) 2025. Battery is simply naturally depleted. Rep confirmed there was no reported problems with the battery, it¿s simple natural depletion as her original implant date was (B)(6) 2017. Pt called back stating they were getting their ins battery replaced on (B)(6) because their ins battery went dead a long time ago. Pt mentioned they met with a medtronic rep who said the ins was dead. The pt also no longer had a programmer so they wanted a new one for their new ins. Agent reviewed they will get a programmer with new ins. The pt said they were going to get surgery and get a twilight put in. The pt was in terrible pain because without their ins therapy the sciatica was awful and their pain doctor was not making sure; they had no pain. Pt said they were crying and in so much pain for they could not handle the sciatica pain. Pt was miserable and can't deal with this any longer. The idea of surgery scares them. Pts pain goes from the left side to their right then back and forth. They got the ins to help with the sciatica but now it stopped working. Pts stress limit was maxed out. Pt reiterated information already reported in (B)(4) for shocking during reprogramming. [See related (B)(4) for shocking during reprogramming].